Event description:
User facility reported pt was being infused insulin at a rate of 8 ml/hr. After 5 minutes nurse had found the entire 500 ml bag had been infused. Medical intervention consisted of administration of 1 amp dextrose 50. Nurse indicated that the pump had switched to the "piggyback" mode.